Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pressure reading is not accurate

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: pressure reading is off. Bloody visualization. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: the inflow cassette was not properly inserted. Kinked inflow cassette. User settings. Improper joint level. Out of spec pressure sensor.

Event description:
It was reported that the pressure reading is not accurate